Event description:
The customer reported that the system had a cine disk failed error and would not function in cine mode. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive was formatted and the boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.